Manufacturer narrative:
No product was returned. The investigation was unable to determine a root cause. If the product is returned this complaint will be reopened for further investigation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump took 48 hours to infuse instead of the 46 hours for which it was programmed. Reservoir volume was programmed for 138 ml, rate 3 ml/hr. Patient returned to the clinic 46 hours after infusion was started but still had 2 more hours left to infuse. The pump finished at 48 hours and the total of 138 ml was given, reservoir volume 0 ml. The patient reported that he had no issue or trouble with the infusion, and it was never stopped or alarming during his treatment. This event occurred at the patient's home and was operated by a health professional. There was patient involvement and no patient harm/adverse event reported.